Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18420. The pt reported he has not used his scs system in over 5 years because it did not provide effective stimulation. Troubleshooting was unable to be performed as the pt was unable to locate his programmer. The sjm representative is to contact the pt as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.